Event description:
The customer reports back to back results of 177 on meter and 92 on his doctor's meter. No report of an adverse event. Control values were not provided. Return requested and replacement was sent.